Manufacturer narrative:
Reporting institution phone:(B)(6).

Event description:
It was reported to philips the device gave a battery failed alarm. There was no patient involvement or harm. This event was reported to have occurred during checking in at the philips sales office. There was no delay to therapy. In the repair center, check vent: battery failed (diagnosis code 1124) was observed to occur. In addition, its occurrence log was found in the event log. Moreover, battery failed was displayed on the screen. Following the evaluation of the device, the repair technician replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. The customer's alleged malfunction was confirmed, and it was determined that the root cause was the battery.